Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on available information and without the device to analyze, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 4mm amplatzer septal occluder was selected for implant. During the procedure, when the device was deployed, it presented in a cobra deformation. The device was removed and new 4mm amplatzer septal occluder was attempted. It was found to be too small to push through the defect, so it was removed. A new 5mm amplatzer septal occluder was then selected for use. When attempted, the 5mm device was also found to be too small. There was also limited room in left atrium for a bigger device. The decision was made to surgically close the asd. No adverse events occurred with this patient and they remained hemodynamically stable throughout the procedure, the patient was on ECMO prior to procedure start. There was no clinically significant delay during the procedure. The patient is recovering in normal fashion.

Event description:
It was reported that on (B)(6) 2025, a 4mm amplatzer septal occluder was selected for implant. During the procedure, when the device was deployed, it presented in a cobra deformation. The device was removed and new 4mm amplatzer septal occluder was attempted. It was found to be too small to push through the defect, so it was removed. A new 5mm amplatzer septal occluder was then selected for use. When attempted, the 5mm device was also found to be too small. There was also limited room in left atrium for a bigger device. The decision was made to surgically close the asd. No adverse events occurred with this patient this patient was hemodynamically stable throughout the procedure, the patient was on ECMO prior to procedure start. The patient is recovering in normal fashion.

Manufacturer narrative:
. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.